Event description:
According to the complainant, approximately seven minutes into the procedure, there was a drop in the reservoir and there was a pool of saline on the speculum, the machine alarmed and the physician aborted the procedure. The patient suffered a posterior vaginal burn with a blister that was treated with room temperature saline and silvadyne cream. Follow up received indicated the physician stated that about the seven-minute mark the rep. Noticed a drop in the reservoir and the rep. Stopped the procedure. They poured cool saline on the area and flushed it out. Upon visual inspection, they noticed white spots in the vagina (left and right wall) and white spots with some blistering in the cervix. The physician performed a laparscopy and did not see any other issues, he then applied silvadene cream to the areas. The physician felt it was minor 1st degree burn(s). The physician has spoken to the patient twice (yesterday and today) and she is doing fine. He feels she will heal fine and received enough time for a satisfactory ablation.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the complaint alleges that a fluid drop in the reservoir was noticed and then a patient burn. The product was not returned for analysis and a DHR review did not provide any manufacturing related evidence that would contribute to the reported event. Patient thermal injuries are a possible adverse event when performing hta and is summarized in the warning and precautions in the dfu on pages 5 - 7. The importance of the cervical seal is also found on pages 38 an 40 which instructs the user to ensure a good seal and to observe the seal for the procedure duration to reduce the possibility of patient thermal injuries.